Event description:
Reportedly, communication could not be set up with the home monitor.

Event description:
Reportedly, communication could not be set up with the home monitor.

Manufacturer narrative:
Please refer to the attached analysis report.